Event description:
During a lap sigmoid resection procedure, an error code 5 appeared after 2.0 hours of use while mobilizing the colon. Instrument was placed into standby, reassembled, but still did not pass the testing phase outside of the patient. There was no reported patient consequence.